Event description:
Technical services received a call on (B)(6) 2011. Caller stated doing implant right now with (B)(6) and seeing shock impedance jumping between 20 and 50 ohms on this rv lead. Shock impedance with existing device was about 40 ohms. Technical services discussed that can get external inteference that leads to variability. Suggested isolating patient from external noise, can turn oft cautery, disconnect patches, etc. Representative did turn oft cautery and the readings were more stable but once in a while still would get some variability but range from 20 to 40 ohms. Representative states they will not be doing dft's so can't get delivered shock measurement. Technical services discussed to check with everything removed to isolate patient from external noise. Representative will check patient later when out of procedure. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).